Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform occlusion test, displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, seating, basic occlusion and force sensor. The motor was tested outside the device and passed. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hyperglycemia. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.